Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a partial nephrectomy procedure, the tip of the device broke. No further information was provided. Another like device was used to complete the procedure. There were no adverse consequences for the patient.